Event description:
Consumer's wife reported that her husband had used swab to clean his ear. She reported that he noticed dimished hearing and went to the doctor, who removed a piece of cotton from the consumer's ear.